Manufacturer narrative:
The complaint device was returned for evaluation. Device evaluation consisted of running the unit overnight. The device became hot, confirming the reported event. The rf pcb was replaced. The spo2 sample rate was changed to continuous. The circuit boards were inspected. The device was calibrated and tested on a simulator. All testing passed. A definitive root cause cannot be determined; however, the defective rf pcb most likely contributed to the overheating. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device was getting hot. There was no report of patient involvement as this was an out of box issue. No additional information is available.